Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer reused the syringe needle and cartridge. Tandem technical support educated the customer on the syringe needle and cartridge being single use only. Customer's blood glucose was 380 mg/dl. The issue resolved and the customer successfully filled the cartridge.

Manufacturer narrative:
Device not returned.